Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article: "quantification of stent creep by three-dimensional transesophageal echocardiography in patients undergoing transcatheter aortic valve-in-valve implantation for failed bioprostheses", authors kuan-chih huang et al, the following v-I-v event in the aortic position was identified as pertaining to an edwards device: a 21mm pericardial aortic valve was replaced with a 23mm sapienxt valve after an implant duration of 8 years due to degeneration leading to stenosis. The patient had undergone double valve replacement (dvr) for rheumatic heart disease (rhd) prior. No additional details were provided.